Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. One unpackaged ar-1923bc-1, serial/batch number (B)(6), was received for evaluation. The device was received without the bio/screw, and no evidence of breakage was received. Visual inspection revealed no damage to the shaft or the tip. However, the device is missing the bio and the eyelet. Functional testing was performed moving the inner shaft inside the outer looking for resistance. It was noted no issues. The most likely cause is attributed to misuse due to user error improver bone preparation, using excessive force to pry and/or leverage the device. Directions for use (dfu) section g. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an elbow fixation surgery the anchor of the device broke. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.